Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the calibration files were reconfigured. The workstation and image processor printed circuit board voltages were increased. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a degraded image quality which was grainy and only half of the image. No patient injury was reported.